Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01042. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonoscope's turn knob was not working during a colonoscopy procedure. This caused a prolongation of greater than or equal to 30 minutes, with the patient under sedation. The procedure was completed with the same device. There were no reports of patient or user harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, h3, h4 and h6. Corrections to b1, b2, and h1. The device was returned to olympus for inspection and the reported failure was confirmed, the device has play on control knobs. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made three attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.